Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system and the steerable guide catheter is filed under a separate medwatch report number.

Event description:
This is being filed to report during use with the clip delivery system (cds) air bubbles were noted. It was reported that the mitraclip procedure was to treat functional mitral regurgitation (mr) with grade 4+. The steerable guide catheter (sgc) (sgc0701, 11013r307) was advanced to the left atrium without issue and when the clip delivery system (cds) (cds0701-nt, 10630r258) was advanced to the mitral valve, air bubbles were noted in the sgc fluid column. The clip delivery system (cds) was removed, and aspiration was performed to the sgc, but the physician decided to remove the sgc and replace it with a new sgc. After the new sgc (sgc0701, 11103r313) was advanced to the left atrium and the when the same cds was advanced to the mitral valve, air bubbles were noted in the sgc fluid column, aspiration was performed. The physician decided to remove the cds and replace it with a new cds (cds0701-nt, 10917r208) and the sgc fluid column showed air bubbles. The physician thought it might be the clip introducer causing the air bubbles, the clip introducer was removed and a new clip introducer from another new cds was used with the second cds and the second sgc successfully. The physician suspected the two cdss were causing the air bubbles. The clip was implanted successfully, reducing mr to 1. There was no air introduced into the patient anatomy. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported leak/ splash was confirmed via returned device analysis. Additionally, a crack was observed on the clip introducer (cip) flush port. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the ci crack and leak to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.